Event description:
This report pertains to three of three devices. Associated manufacturer report # 3005099803-2013-05298 and associated manufacturer report #. 3005099803-2013-05385 pertain to the other devices. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
This report pertains to three of three devices. Associated manufacturer report # 3005099803-2013-05298 and associated manufacturer report # 3005099803-2013-05385 pertain to the other devices. It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A second possible implant date of (B)(6) 2011 was reported.